Manufacturer narrative:
Despite attempts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurements. It was noted that measurements averaged approximately 120 ohms but had recently begun measuring greater than 125 ohms. Boston scientific technical services (ts) provided suggestions for additional system testing. No adverse patient effects were reported. This system remains in service.